Event description:
It was reported that during a surgical procedure at the user facility the sonopet handpiece overheated. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.